Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 113mg/dl and the sensor glucose was 42mg/dl at the time of the incident. The customer reported that they were having issue with sensor. The customer stated that system was giving erroneous readings below 40mg/dl or in the 40mg/dl range. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 60mg/dl. Low suspend limit in sensor settings was 60mg/dl. The customer received change sensor alert after receiving calibration error alerts. The customer also had bleeding at site. The sensor will be returned for analysis.